Event description:
It was reported that a patient underwent a mastectomy and breast reconstruction procedures on an unknown date and a drain was placed. The patient went to the emergency room two days post-operatively with serosanguinous drainage around the drain site. The patient was then admitted to the hospital and the surgeon performed a cut down. The drain had come apart. Additional information was requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.